Manufacturer narrative:
(B)(4). Concomitant medical devices: 00630505632-liner standard 32 mm i.d. For use with 56 mm o.d. Shell-62088638; 00771101020-femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 extended offset-61978841. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 04050 customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned by hospital.

Event description:
It was reported patient underwent a hip revision approximately 8 years post implantation due to unknown reasons. During the procedure the head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.